Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "severe baker IV capsular contracture"; "deflating left saline implant."

Event description:
Healthcare professional reported "severe baker IV capsular contracture, medical encapsulation" and "deflating left saline implant, slow leak". This record is for the left side. Device was explanted and replaced, it's unknown if it will be returned. Hold for dm 10/15/2025